Manufacturer narrative:
Case outcome: refer to (B)(4) investigation report (previous investigation for the same issue). Retention samples from lot cov4108005 were tested and met the qc criteria. The issue was not found in the retained cassettes. The complaint is not confirmed. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - added "device evaluation" and "additional information." H3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). When the customer performed the test correctly, the test cassette showed nothing next to the t-line and nothing next to the c-line. The test result window had a pinkish background, no lines going left to right. The customer could not send a picture of the test cassette in question.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). When the customer performed the test correctly, the test cassette showed nothing next to the t-line and nothing next to the c-line. The test result window had a pinkish background, no lines going left to right. The customer could not send a picture of the test cassette in question.